Event description:
Medtronic received a report that a solitaire ab stent encountered resistance during delivery in the middle section of the rebar 18 m icrocatheter.  The patient was undergoing surgery for treatment of an ischemic stroke of the bifurcation m1 in the left middle cerebral artery. The nihss was 16 at baseline and 4 post procedure. The tici score post procedure was 2b. IV tpa was not contraindicated. There was 1 pass with the device. It was noted the patient's vessel tortuosity was moderate. Stroke onset to reperfusion time was 110 minutes. It was reported that in the preparation stage of thrombectomy, after the microcatheter was in place, the sab6-30 stent was delivered along the tail end of the microcatheter. After the stent was pushed about 100 cm, the resistance increased and the stent could not be pushed to the lesion site. After multiple attempts, it could not be pushed to go upper. The vessel was moderately tortuous. After in vitro attempts, the problem of the stent was considered. The problem was solved after replacing the stent with the same model. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a rebar 18 microcatheter.

Manufacturer narrative:
Per the solitaire ab instructions for use (IFU): ¿solitaire ab 6-30 should be delivered through a catheter with a minimum inside diameter (ID) of 0.027¿. Therefore, the rebar 18 catheter appeared incompatible with the solitaire ab 6-30 stent as it had a labeled inner diameter (ID) of 0.021¿. The solitaire ab damage likely occurred when the user attempted to advance the solitaire ab 6-30 device through the rebar 18 device against resistance. The root cause was that the rebar 18 catheter was incompatible with the solitaire ab 6-30 stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.